Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing and noise. It was reported that there was an extra lead incorrectly registered to the patient. The lead was capped and replaced with a leadless pacing system. No patient complications have been reported as a result of this event.